Manufacturer narrative:
No device was received for investigation. Additionally, no photos or videos of the complaint device were provided. Therefore, a comprehensive failure investigation was unable to be performed and a probable cause could not be determined.

Event description:
The event involved a cogent device. The reporter stated that they encountered issues with disparities between the hemodynamic values that are generated with cardio flow. Physicians have placed a cardio flow device on a radial arterial line in conjunction with a pa catheter to compare the information between the two. There is a difference between how the values are derived and calculated, however the difference is so dramatic that the physicians are not trusting the cardio flow values, and at this point do not see the value in using in a patient with a radial arterial line. There was patient involvement however, no adverse event or patient harm reported.